Event description:
Customer alleges that the lift is not responding to controls correctly and sometimes does not respond at all. The caregiver at this facility was moving a patient and said she pressed the up control and it did not do anything, so she pressed the down control and the lift started to go up. Caregiver provided what she sad was the serial number on the lift, it did not pull anything up for me in the serial number tracker.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately years old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Spoke to facility- she stated that the issue was the batteries, which were 5 yrs old/same age as the lift. She stated that per the service provider, the batteries should last only 2, so she was happy she got 5 yrs out of them. There are 2 female end users to this lift and could only give me approx: both under 300 lbs, one is (B)(6) and the other is approx (B)(6).